Event description:
During meniscal repair the knot would not tighten on three devices. T2 and the suture was removed, however, the t1 implants remained. The surgery was completed with a meniscal mender system. It was reported that there was no patient injury or procedural complications.